Event description:
On 16nov2021 the customer reported erroneously repeatable elevated hstni (access high sensitivity troponin I, part number b52699 and lot number not provided) were generated on the customer's dxi (dxi 800 access immunoassay w/spot b analyzer, part number a71456 and serial number (B)(4)) for one patient. In (B)(6) 2021, the patient carried out first dose pfizer vaccine with subsequently nausea, arm pain, supracivear paresthesias, sense of heart disease in the absence of significant changes in heart rate; also episodes of retrosternal weight. A myocarditis was suspected once the patient was vaccinated for covid-19, the patient did not have major cardiological and internistic precedents. On (B)(6), the hstni results were 54, 50 and 52 ng/l. The patient was re-evaluated on 30aug2021: ECG within limits; echocardiogram within limits. The ECG holter recommended was analyzed on (B)(6) 2021 with no significant findings. On (B)(6) 2021, several hematochemical control tests were performed. The hstni result was 32 ng/l. The last hstni result was 49 ng/l on (B)(6) 2021. It was recommended to complete cardiac MRI (magnetic resonance imaging) that was performed on (B)(6) 2021 with normal results. A heart MRI with injection of dye contrast product was performed on (B)(6) 2021 to the patient due to the high values of troponin. There was no report of an injury or illness to the patient attributable to the output from the device in this event. There were no hardware errors or issues with other assays reported in conjunction with this event. There were no other patient results called into question. System check passed on (B)(6) 2021. No calibration data provided. Qc were passing within the laboratory¿s established ranges at time of the event. Two patient samples (one serum and one plasma) were sent to the (B)(6) chu (complaint handling investigation) for investigation. No issues with sample integrity were reported by the customer. No further sample information was provided.

Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. Reagent lot number was not available: no expiration date, no UDI, and no manufacture date could have been provided. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. Two patient samples (one serum and one plasma) were sent to the marseilles chu (complaint handling investigation) for investigation. Patient samples were first tested neat for the hstni assay. The marseilles chu obtained high hstni results closed to the customer¿s ones. Then, a dilution testing was performed. Results did not show the presence of interferences since the test was linear. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of pool 1 (polymak 33 and hbr-1) and pool 2 (goat, mouse, rabbit, sheep and bovine iggs) which are animal derived antibodies. Pool 3 (ap mutein, scavenger alp), a pool of blockers related to alkaline phosphatase, was also tested. Interference antibodies interaction are listed in the limitations section of the hstni instructions for use. This interference testing did not allow to detect interference since none of the blockers used modified the signal. Finally, the serum sample (s1) was analyzed by gel filtration chromatography (gfc or size exclusion chromatography = technique used to purify proteins of interest, based on the separation of molecules depending on their size (molecular weight). The chromatographic analysis showed elution fractions corresponding to molecular weight > 670 kda which were slightly reactive with the access hstni assay suggesting the presence of macro tni complex into the serum sample (s1). It suggests that other components than hstni are responsible for the elevated results. In the hstni instructions for use p/n c11140 it states that ¿other potential interferences in the patient sample could be present and may cause erroneous results in immunoassay. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences¿. In conclusion, chromatographic analysis showed the presence of macro tni complex into the serum patient sample suggesting that other components than hstni are responsible for the elevated results. In the hstni instructions for use p/n c11140 it states that ¿other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays¿. There is no evidence of a reagent or system malfunction.